Manufacturer narrative:
Manufacturing representative went to the site to test the system, was not able to duplicate the issue. Representative did however see that the power supply 5v was low coming into the generator pcb, unplugged and cleaned the connection at power supply and 5v power was now at 5.15vdc, before it was at 5.0, slightly low and had some fluctuations. Afterwards rebooted and monitored the voltage and it stayed at 5.15vdc. Performed 2d and 3d and system functioned as intended. B19, d14 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system would not expose. Site noted that blue lights for source and detector were not illuminated. This was occurred intra operatively. Patient was present. No additional information was provided.